Event description:
Pt reported that all of the buttons on the infusion device do not work. Pt stated the rubber that covers the buttons is slightly damaged. Pt is currently using her backup infusion device. Pt reported she noticed the issue one week ago. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.